Manufacturer narrative:
(B)(4). Patient information not provided. Incident date was not provided. Lot number not provided. : UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent surgery where the mesh was implanted treat the patient's symptomatic stress urinary incontinence and cystocele. As a result of the surgery, the patient suffers from infection and erosion of the mesh, dyspareunia, and urinary incontinence. As a result of the mesh placed in her body, the patient has suffered from past physical pain and suffering, future physical pain and suffering, past emotional distress, future emotional distress, past medical expenses, future medical expenses, past and future pharmaceutical expenses, loss of enjoyment of life, and inconvenience.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.